Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 24 and 36 hours. No specific treatment information was provided. The device was originally reported for a communication error while preparing to bolus.

Manufacturer narrative:
Inspection of the device found corrosion on several internal components, including the pcb assembly, all three batteries, mechanism rails, catch beam, and cam finger. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The device was connected to an external power source, however the pod data could not be retrieved due to the corrosion on the pcb assembly. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device, internal corrosion, low battery voltages, and data loss. It could not be determined if the internal leak contributed to the reported communication error. The cause of the reported communication error could not be determined.